Event description:
It was reported that during use of the venflon pro 0.9mm x 25mm as it was being removed, a part of the cannula still remained in the patients arm. An ultrasound was performed. Consultation with the chief surgeon, who ordered to maintain the venous stasis and transfer the patient to the emergency room of the hospital. The fragment was removed by a vascular surgeon in the emergency room. The following information was provided by the initial reporter, translated from polish to english: during the removal of the peripheral puncture, the incomplete cannula was removed from the left vein of the elbow pit (no distal fragment of 0.5 cm cannula). Vascular stasis was maintained and ultrasound was performed immediately. A fragment of the cannula was invisible in the painting. Then the incident was consulted by phone with the chief surgeon, who ordered to maintain the venous stasis and transfer the patient to the emergency room of the hospital in ruda slaska. There, the fragment was removed by a vascular surgeon.

Manufacturer narrative:
H.6. Investigation summary: 3 photos were returned for investigation. The 1st photo shows the top web with batch #7324220. The 2nd photo shows the 1 used cannula hub with broken catheter and 1 clean cannula hub. The 3rd photo shows the both items. A review of the device history record revealed no irregularities during the manufacture of the reported lot. However, as the actual sample was not returned and defect could not be seen clearly from the photos returned, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the venflon pro 0.9 mm x 25 mm as it was being removed, a part of the cannula still remained in the patients arm. An ultrasound was performed. Consultation with the chief surgeon, who ordered to maintain the venous stasis and transfer the patient to the emergency room of the hospital. The fragment was removed by a vascular surgeon in the emergency room. The following information was provided by the initial reporter, translated from (B)(6) to english: during the removal of the peripheral puncture, the incomplete cannula was removed from the left vein of the elbow pit (no distal fragment of 0.5 cm cannula). Vascular stasis was maintained and ultrasound was performed immediately. A fragment of the cannula was invisible in the painting. Then the incident was consulted by phone with the chief surgeon, who ordered to maintain the venous stasis and transfer the patient to the emergency room of the hospital in (B)(6). There, the fragment was removed by a vascular surgeon.